Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 62910 the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2019 during a routine home visit, a nurse noticed that the patient's peg site was red and oozy described as purulent with "hemoserous." On (B)(6) 2019, the spouse reported that a swab of the peg site was positive for an infection and the patient was treated with a course of antibiotics, possibly cephalexin.